Event description:
The report states that the balloon would only partially inflate when inserted while in use on a patient. As a result, another iab was inserted at the same insertion site. No patient injury or consequence. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4) the serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 7.6cm from the iabc distal tip. Additionally, the separated inner cannula (iabc central lumen) pierced the bladder at approximately 9.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0065in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to the previously noted damaged central lumen. The iabc was leak tested. A leak was immediately noted from the iabc bladder at the location of the previously noted damaged bladder and the puncture is consistent with contact from the central lumen. No other leaks were detected. Due to the returned state of the device, the damage to the bladder potentially occurred after the removal of the device from the patient or during the returned shipping/handling. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. Some blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 2.5cm and 52.2cm. The guidewire exited the central lumen at the location of the inner cannula separation. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen will result in blood entering the helium pathway and an inability of the iabc to inflate. The bladder was also noted damaged and punctured by the damaged central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined.

Event description:
The report states that the balloon would only partially inflate when inserted while in use on a patient. As a result, another iab was inserted at the same insertion site. No patient injury or consequence. The patient condition is reported as "fine."